Manufacturer narrative:
Tandem¿s pump user guide instructs the user to remove any residual air from the cartridge. Tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer wore the pump against the skin and customer did not perform the air removal step. The supplies were reportedly in use for 3 days. Customer's blood glucose was 184 mg/dl. The cartridge was changed to address the event insulin delivery was resumed.